Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and the issue was reproduced. To resolve the issue, the fse replaced the high pressure helium regulator and tested the leakage within specification with tank closed. The fse performed full calibration, functional testing and safety check to factory specifications; iabp passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.